Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the set was not staying in the body. The customer's blood glucose was 661 mg/dl at the time of incident. The customer stated that they called the ambulance for the high blood glucose. The customer stated that they were given IV to treat the blood glucose. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.